Event description:
It was reported that a pump alarmed constantly for air in line (medication, programmed amount and delivery rate unk). It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.